Event description:
Reportedly, during pt use, low fio2 and high fio2 alarm occurred. Calibration of the oxygen sensor did not resolve this issue. Upon replacing the sensor, the unit worked normally. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).